Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product came in a box without cannula inside. The patient was alive with no injury.